Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented online via home monitoring with merlin.net. It was noted that the implantable cardiac monitor detected a few brady and pause episodes determined to be false episodes due to undersensing. The patient was stable, reported no symptoms and was being monitored.